Event description:
A physician reported that there was a cutter failure (cutting failure) during surgery (unknown procedure type). The surgery was completed on the same day by replacing with same product. No issue with aspiration was reported. There was patient contact with suspect product but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).